Manufacturer narrative:
No parts were replaced or returned to the manufacturer for evaluation. A medtronic representative was present for the reported event and completed real time troubleshooting. As reported, the issue was resolved in real time by manually pushing on the door pins. No further issues have been reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed the 'door open' message even when the door was fully closed. It was reported that the user was able to clear the message by manually pushing on the door pins. There was a reported delay to the procedure of 15 minutes because of this issue. The procedure was completed successfully with the imaging system and the patient was not impacted.